Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had a connection issue. The patient was not able to disconnect the female connector from the patient line. The patient tried to unscrew several times, however it was stuck. This occurred when trying to disconnect after peritoneal dialysis therapy. The transfer set was replaced to disconnect from the patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.